Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Six months later, a follow-up CT revealed the right limb was occluded in the area of the graft limb cross-over. The left limb was pinching off the right limb and restricting blood flow. Four days later, an angiogram was performed to confirm the right limb occlusion. There was also evidence of soft thrombosis throughout the device. Four days later, a reintervention occurred whereby a genesis 395 stent was placed within the occluded area of the device and an iliac extender component was implanted in the right limb with no complication. The occlusion was resolved. A final angiogram showed the proximal olive and 7cm of the delivery catheter had broken off and remained in the right common iliac. Both the proximal olive and broken 7 cm catheter was retrieved with a snare and removed. The patient tolerated the procedure and is reported to be doing fine. No other complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted but unrelated to the event. Pxt231218/05717880. Pxc121200/05726245.